Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The patient was given intravenous medication and was reportedly doing well following the procedure.